Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with 280cc mentor memoryshape breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast and baker grade iii capsular contracture of the right breast, which were confirmed during a physical exam. The patient reported experiencing pain, swelling, and hardness of the left breast. It was also reported that the patient had a mammogram which indicated possible alcl of the left breast. As a result, the patient underwent bilateral removal surgery on (B)(6) 2024. Upon removal, the patient¿s left prosthesis was discovered to be ruptured. A pathology/cytology report for the left breast was provided, and the diagnosis was negative for malignancy. The operative report indicated that the patient also experienced a late onset seroma of the left breast and a granuloma of the left breast. This report is for the right implant. Refer to manufacturing report number 1645337-2024-02543 for the contralateral event.